Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause was isolated to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. Instrument log review: a review of the instrument log for the tenaculum forceps (part# 470207-10/ lot# n10190812-0035) associated with this event has been performed. Per logs, the instrument was last used on, (B)(6) 2020 on system (B)(4), with 2 uses remaining. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported during a da vinci-assisted surgical procedure, the tenaculum forceps had a broken cable. The site used a back up instrument to resolve the issue. The procedure was completed with no reported injury.